Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer¿s blood glucose level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.